Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that post implant procedure the patient had a small cerebrospinal fluid leak and was hospitalized due to severe headache. The patient was treated and stable. No further information has been obtained despite good faith efforts